Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat 90% stenosed, heavily tortuous and moderately calcified lesion in the mid circumflex coronary artery. A 2.5x48mm xience xpedition stent was deployed without reported issue when an edge dissection was observed. A 2.5x12mm xience prime stent was deployed to successfully treat the dissection. There was no adverse patient sequela or reported clinically significant delay in the procedure. No additional information was provided.